Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was 400 mg/dl and 270 mg/dl. The customer stated that they received cal not accepted and change sensor alert. The customer felt asleep and then bolused when they woke up and calibrated. The insulin pump will not be returned for analysis.